Event description:
Progressive dysfunction, pain, high circulating metal ions -blood-, inability to walk any distance following a metal on metal thr in 2003. Long term effects of high metal blood concentrations unk - known carcinogens. May require second thr.